Event description:
It was reported that balloon rupture occurred. Following atherectomy with a 2.0 rotablator, a 6.0x220x150-hybrid sterling balloon catheter was advanced for dilatation of the 80% stenosed target lesion located in the mildly tortuous and mildly calcified superficial femoral artery. However, during the initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The balloon was pulled out and completely removed. The procedure was completed with another of same device. No patient complications were reported.